Event description:
It was reported that this right ventricular (rv) exhibited loss of capture (loc). Technical services (ts) was contacted and upon review of the available information it was observed that the associated pacemaker was set to a fixed output two months prior. Furthermore, it was noted that approximately one week post implant the right ventricular automatic capture test could not be completed due to low evoked response. In addition, this rv lead was reported to exhibit high capture thresholds. Further information was provided, the cause for the loc was believed to be related to a myocardial event or a rv lead anomaly. Subsequently this lead was explanted and replaced with a new rv lead. Other than the intervention no additional adverse patient effects were reported. This rv lead has bot been returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.